Event description:
It was reported that 3 pts (5 fusion sites) who underwent high-risk, elective ankle and hindfoot fusions treated with rhbmp-2 augmentation went on to develop nonunion: 1 calcaneocuboid, 1 talonavicular, and 2 subtalar. Union was defined as a minimum of 50% bony bridging across the arthrodesis site, or multiple spot welding areas equaling 50% of the fusion site. Bone grafting was performed only to fill osseous defects and correct malalignment. It is stated that one of these pts is being followed for potential revision surgery but no other info was provided.

Manufacturer narrative:
(B)(4). Pseudoarthrosis. Literature citation: bibbo, et al, recombinant bone morphogenetic protein-2 (rhbmp-21) in high-risk ankle and hindfoot fusions, foot & ankle international july 2009 number 7. A review of the device history records is not possible without add'l device info. Neither the device nor (test results or imaging films) were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.